Event description:
It was reported while aspirating blood from the syringe, the valve allowed air to enter the sheath which was visible in the lateral tubing connected to the syringe. There were no reported pt consequences.

Manufacturer narrative:
We are awaiting return of the device. Once we have completed our investigation, a follow up report will be submitted.